Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12313. It was reported the patient experiences heating at the ipg pocket site when charging which started shortly after the implant procedure. A replacement charger was sent to the patient. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.